Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's representative alleging that the patient has passed away due to cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A remstar autoa-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed no visible foam particles. During the evaluation, dust fail contamination was found in the device. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient's representative alleging that the patient has passed away due to cancer. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.